Event description:
User facility reported that this device (portex blue line ultra tube) was used with a percutaneous introducer set from another manufacturer (cook medical dolphin). According to reporter during percutaneous placement, the portex blue line ultra tube caused the tracheal cartilage to break during the procedure as it was larger than expected. The break of the tracheal cartilage allegedly caused breakage of the percutaneous introducer set's inflation balloon. According to reporter, the placement procedure was stopped and patient was intubated using traditional tracheostomy placement. Further information has been requested regarding what treatment was required for the tracheal cartilage break. No additional information has been provided at this time.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.